Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-30454. It was reported that the patient had an infection at the ipg and lead site. As a result, surgical intervention took place wherein the entire system was explanted.